Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, one gripper was unable to raise while grasping the leaflets. Troubleshooting was performed and was unsuccessful. The clip was removed from the anatomy. The clip was observed at the back table. Gripper line was observed to be broken. Another 2 mitraclips were implanted to further reduce the mr to grade 2. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue and broken gripper line was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported broken gripper line and observed deformed gripper arm were unable to be determined. The reported single gripper actuation issue appears to be due to the reported broken gripper line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, one gripper was unable to raise while grasping the leaflets. Troubleshooting was performed and was unsuccessful. The clip was removed from the anatomy. The clip was observed at the back table. Gripper line was observed to be broken. Another 2 mitraclips were implanted to further reduce the mr to grade 2. There was no clinically significant delay or adverse patient effects reported.